Event description:
The customer reported the collimators were stuck in the closed position. This issue is likely to result in the inability to view a usable fluoroscopic image and result in a loss of imaging functionality. No patient death or serious injury was reported.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.